Event description:
A report was received via social media that the patient's ipg broke through the skin. It was noted that the leads snapped and malfunctioned. The patient underwent an explant procedure.